Event description:
The patient reportedly was hit on the side contralateral to the implant side. Several days following that incident, the device stopped functioning. Testing conducted at the implant center confirmed that the device was functioning.